Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented to clinic with abdominal pain and elevated flows and power. Labs were drawn and pt reported to have high lactate dehydrogenase (ldh) greater than >6,450. Liver function test confirmed ok and renal function ok, failed ramp test, history of non-compliance with coumadin and lack of home health care. Echocardiography ramp study, right heart catheterization, heparin drip, labs performed. The pt underwent a pump exchange from one lvad to another lvad. Thrombus was present in the pump upon explant. Pt is doing well and tolerated procedure well.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.